Event description:
The patient claimed that all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, all the buttons were under responsive to user presses. The keypad cover was removed and there was contamination under all the contacts. Unrelated to the original complaint, the bolus button was punctured but responsive. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.